Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 2 patient samples tested for elecsys tsh assay (tsh), elecsys ft4 ii assay (ft4 ii) and elecsys ft3 on a cobas 8000 e 602 module. The customer reported the results outside of the laboratory and requested an investigation of the patient samples. The 2 patient samples were submitted for investigation where they were tested an a cobas e 801 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. No discrepant results were identified between the customer's e602 module, the e801 module or the e411 analyzer. The 2 patient samples were sent to an external laboratory where they were tested by the architect method. Discrepant results were identified for tsh, ft4 ii, elecsys ft4 iii (ft4 iii) and ft3 between the customer's e602 module, the architect method, the e801 module used at the investigation site and the e411 analyzer used at the investigation site. Refer to the following related medwatches with a1 patient identifiers: (B)(6). Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The serial number for the customer's e602 module was not provided. The e801 serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft4 iii assay was not run at the customer site. The ft4 iii assay was only run at the investigation site on the e801 module. Calibration and qc at the investigation site were acceptable. There was not enough sample volume left to complete the investigation. Assays from different manufacturers can generate different results. Based on the information provided, a general reagent issue can be excluded. The investigation was unable to determine a definitive root cause.